Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and the distal portion of the dl was returned. The silicone jacket had been removed 2¿ through 11¿ from the pump housing. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft bend relief and outflow graft were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-60678 also revealed no evidence of depositions or thrombus formations. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppage. The system also had the potential for an electrical short to occur on battery power and cause an interruption in pump function if the exposed conductors of both compromised wires made simultaneous contact with the braided shield. The heartmate ii lvas patient handbook (document (B)(4) rev. G) was also available at the time of implant. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The replaced portion of the percutaneous lead and the explanted device were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Approximate age of device ¿ 2 years 21 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient had became dizzy when headed to the bathroom and had to be assisted back to bed. Patient history showed that the pump was off. The data from the log files showed a pump stop occurred on (b)(46 2018 at 4:28, also on (B)(6) 2018 at 5:33 and 4 seconds later there was a third pump stop. These issues only appear to be occurring while the lvad is connected to the power module. Due to the condition of the driveline a perc lead repair was requested by the physician, which was completed on (B)(6) 2018. Additional information received: patient underwent a heartmate ll exchange for a perc lead short to shield on (B)(6) 2018.